Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted in patient.

Event description:
A report was received that the patient underwent a revision procedure to address lead migration that occurred due to a patient fall. The patient lead was replaced and the patient has recovered.

Event description:
A report was received that the patient underwent a revision procedure to address lead migration that occurred due to a patient fall. The patient lead was replaced and the patient has recovered.